Event description:
Complainant alleged that while attempting to treat a 70-year-old male patient, the device displayed ''pneumatic compressor failure'' and ''system failure'' messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation. The customer's report was observed during initial testing intermittently; however, root cause was unable to be firmly established. The device was put through extensive testing and passed. An internal inspection of the device did find contamination in the flow screens which can cause this type of fault. The flow screens were replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 70-year-old male patient, the device displayed ''compressor fault - 2001'' and ''system failure'' messages. Complainant indicated that the clinician bag ventilated to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.